Manufacturer narrative:
Maquet has determined one of the following scenarios can cause the type of malfunction reported: 1. Collision with an obstacle below the table top when adjusting the height (for example: the transporter is not moved completely under the column for the postoperative transfer). 2. The transporter is not horizontally aligned during the transfer. In this case the safety bolt between the column and the table top cannot be opened. Both scenarios can cause cracking of the central chassis. The device was inspected by the manufacturer and the central chassis of the tabletop was found to be broken in two locations toward the headside of the tabletop. This breakage freed the tabletop from the transporter mount, facilitating the foot end drop. Maquet found marks on the underside of the table top consistent with collision damage. The observed damaged was probably not noticed by the hospital staff when it occurred. However, after further use the add'l stresses fatigued the device until it broke. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual ga115030en13. Maquet will retrain hospital staff in the proper operation and maintenance of the device. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
After completion of surgical procedure, a transport unit was docked with the table top to remove the patient from the operating room. During transport away from the operating room, the foot end of the tabletop dropped down toward the floor and the patient slid down the tabletop. The patient did not fall from the device and no injury was reported. (B)(4).